Manufacturer narrative:
H10: g4, h2, h3, h6. The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. A functional evaluation was performed. The spring was broken within the clamp release lever mechanism. The clamp release lever would no longer grip the teeth on the clamp track. The clamp assembly could not be locked. The reported failure was confirmed and the root cause has been associated with a mechanical problem. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the leg holder was not holding in place during set up or inspection for a knee scope. There was a smith and nephew device available. No patient injury, delays or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.